Manufacturer narrative:
Follow-up #1 date of submission 04/06/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed no alarms or delivery interruptions observed on date of reported issue. Basal history for (B)(6) 2016 shows temp basal programs running from 3:00am to 3:30am, from 3:30am to 6:00am, from 9:09am to 11:00am, from 11am to 2:03pm, from 2:03pm to 6:03pm. A temp basal program was successfully executed during testing. The complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that a temp basal was set and then cancelled at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.